Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676, serial/batch number 022129, was received for investigation. The visual evaluation noted abrasion marks along the shaft, specifically on the proximal and distal ends. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be a misuse of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2025, a sales representative reported via (B)(4) that an ar-9676 angle reamer drive shaft spun and stripped inside the ar-9597-10 angle reamer sleeve 10 degrees while reaming the glenoid. They had to leave the glenoid as it was. The reversal was completed in full. It did add 5 minutes to the case. This was discovered during a revers procedure, with no reported patient harm. Additional information was received on 03/13/2025: they had to leave the glenoid as it was reamed and could not use another option. There was no report of adverse effects on or after the surgery for the patient. This occurred during an rtsa procedure on (B)(6) 2025.